Event description:
Reportedly, interrogation cannot be performed with the subject smarttouch cpr3h head.

Manufacturer narrative:
Event date (b3 field) was modified. According to the reported information, the event occurred a few months before the awareness date. Consequently, an approximate event date is indicated. Please refer to the attached analysis report.

Manufacturer narrative:
The exact event date is unknown. It was reported that the event occurred several months before the awareness date of the complaint ((B)(6) 2020).

Event description:
Reportedly, interrogation cannot be performed with the subject smarttouch cpr3h head.